Event description:
The facility reports the cna moved the lift into the resident's room to move him from the bed to a chair. The sling was placed around the resident and the lift moved into place. The resident was then raised and moved over the chair. Before the cna was able to lower the resident, the hanger bar separated from the jib. The resident fell into the chair and the hanger bar hit him in the head, causing a bump and swelling. An ice pack was applied to the head at the affected area to reduce the swelling.